Event description:
Additional information was received from the rep stating that the patient was confused on his different group settings. Additional patient education was performed and issue is resolved now.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller is not working correctly. Patient stated it switched to a foreign language probably yesterday. Patient stated on group b patient only has 2 programs 1 and 2 available since 2 months ago. Patient stated they used to have all 4 programs available in group b. Patient mentioned that they had the implanted neurostimulator reprogrammed in (B)(6) 2024. Pt stated program for group a was good - group c seemed to work well when they were in the office but when they got home from the reprogramming the stim sensation was way too strong on group c and they were dancing all over the place so they turned it back down to 2.5 or 3.5 - pt stated the stim was set at 7.0 on group c. Patient stated they do not feel a difference between the 3 different groups. Agent is sending a message to the local field representative about patient call. Pt was able to change the language back to english when on the call. Pt mentioned that they had called earlier in jun 2024 and reported a software problem message. Pss is sending repair a request for the controller additional information was received from a patient (pt). It was reported that the programs would change from time to time and then they lost group b program settings. They were sent a new controller and said they would have a tech contact them for programming group b. They have received the new controller but have not been contacted for group b.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.